Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital complaining of phrenic nerve stimulation on previous occasions. Upon observation, it was noted that the patient's right ventricular lead was experiencing lead impedances and r wave sensing that were trending downward and capture thresholds that were trending upward. The physician attributed these trends to a micro-dislodgement. It was also noted that the patient previously had an ablation procedure and did not require ventricular pacing. Subsequently, the right ventricular lead had been turned off. On (B)(6) 2021, the lead was explanted and replaced. The patient's condition was stable throughout.